Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain and menorrhagia in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection. The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder and infection outcome was unknown. The reporter considered infection, menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dyspareunia on (B)(6) 2006, anguish, depression, kidney stones, fever, left lower quadrant pain, anemia, hypertension, arthritis, muscle spasm and hyperlipidemia. Previously administered products included for uti: phenergan and levaquin. Concurrent conditions included nabothian cyst, uterine fibroid, dysfunctional uterine bleeding, bleeding breakthrough, endocervical metaplasia, leiomyoma of uterus, unspecified, paratubal cyst, type 2 diabetes mellitus, headache and morbid obesity. Concomitant products included ibuprofen from (B)(6) 2016 to (B)(6) 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 8 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), depression ("depression/ psych injury"), anxiety ("anxiety and mental anguish/ psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with ferrous sulfate and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, vaginal haemorrhage, abdominal pain, back pain and vaginal discharge had resolved, the menstrual disorder, migraine, depression, anxiety and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: surgical pathology report: cervix: squamous metaplasia, nabothian cysts. Uterus: inactive to weakly proliferative endometrium, leiomyomata. Fallopian tubes: benign fallopian tubes with paratubal cysts. Both the left and right cornu areas corresponding with the fallopian tube orifices, each contain very thin metal coiled wire (suggestive of a fallopian tube ligation device). Received treatment for pelvic pain, abdominal pain, menorrhagia, psych injury, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: minimally dilated proximal mid ureter, may be on the basis of recently passed calculi. Bilateral renal calculi and three 3 mm calculi in the bladder. No evidence of ureteral obstruction.. Ultrasound pelvis - on (B)(6) 2016: fibroid uterus. The fibroids are larger than seen previously. Nabothian cysts within the cervix.; on (B)(6) 2016: ultrasound shows 12cm uterus. Several 4-5 cm fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, anemia, menorrhagia, pelvic pain, vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: outcome of previously reported event infections/infection (bladder/ urinary tract/vaginal) type: urinary was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (ess205) (batch no. 508837-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dyspareunia on (B)(6) 2006, anguish, depression, kidney stones, fever, left lower quadrant pain and anemia. Previously administered products included for uti: phenergan and levaquin. Concurrent conditions included nabothian cyst, uterine fibroid, dysfunctional uterine bleeding, bleeding breakthrough, endocervical metaplasia, leiomyoma of uterus, unspecified, paratubal cyst, type 2 diabetes mellitus, headache and morbid obesity. Concomitant products included ibuprofen from (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 8 days after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ferrous sulfate and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and dyspareunia was resolving and the menstrual disorder, urinary tract infection, vaginal haemorrhage, migraine, depression, anxiety and female sexual dysfunction outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: surgical pathology report: cervix: squamous metaplasia, nabothian cysts. Uterus: inactive to weakly proliferative endometrium, leiomyomata. Fallopian tubes: benign fallopian tubes with paratubal cysts. Both the left and right cornu areas corresponding with the fallopian tube orifices, each contain very thin metal coiled wire (suggestive of a fallopian tube ligation device). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: minimally dilated proximal mid ureter, may be on the basis of recently passed calculi. Bilateral renal calculi and three 3 mm calculi in the bladder. No evidence of ureteral obstruction.. Ultrasound pelvis - on (B)(6) 2016: fibroid uterus. The fibroids are larger than seen previously. Nabothian cysts within the cervix.; on (B)(6) 2016: ultrasound shows 12cm uterus. Several 4-5 cm fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, anemia, menorrhagia, pelvic pain, vaginal bleeding". Most recent follow-up information incorporated above includes: on 6-sep-2019: ¿update of information (batch is inv)¿. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dyspareunia on (B)(6) 2006, anguish, depression, kidney stones, fever, left lower quadrant pain, anemia, hypertension, arthritis, muscle spasm and hyperlipidemia. Previously administered products included for uti: phenergan and levaquin. Concurrent conditions included nabothian cyst, uterine fibroid, dysfunctional uterine bleeding, bleeding breakthrough, endocervical metaplasia, leiomyoma of uterus, unspecified, paratubal cyst, type 2 diabetes mellitus, headache and morbid obesity. Concomitant products included ibuprofen from (B)(6) 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 8 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), depression ("depression/ psych injury"), anxiety ("anxiety and mental anguish/ psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with ferrous sulfate and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and vaginal discharge had resolved, the menstrual disorder, urinary tract infection, migraine, depression, anxiety and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: surgical pathology report: cervix: squamous metaplasia, nabothian cysts. Uterus: inactive to weakly proliferative endometrium, leiomyomata. Fallopian tubes: benign fallopian tubes with paratubal cysts. Both the left and right cornu areas corresponding with the fallopian tube orifices, each contain very thin metal coiled wire (suggestive of a fallopian tube ligation device). Received treatment for pelvic pain, abdominal pain, menorrhagia, psych injury, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: minimally dilated proximal mid ureter, may be on the basis of recently passed calculi. Bilateral renal calculi and three 3 mm calculi in the bladder. No evidence of ureteral obstruction.. Ultrasound pelvis - on (B)(6) 2016: fibroid uterus. The fibroids are larger than seen previously. Nabothian cysts within the cervix.; on (B)(6) 2016: ultrasound shows 12cm uterus. Several 4-5 cm fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, anemia, menorrhagia, pelvic pain, vaginal bleeding". Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Event onset dated updated. Outcome for previously reported event abnormal bleeding (vaginal) is updated to recovered/ resolved. Medical history, concomitant drug added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dyspareunia on (B)(6) 2006, anguish, depression, kidney stones, fever, left lower quadrant pain, anemia, hypertension, arthritis, muscle spasm and hyperlipidemia. Previously administered products included for uti: phenergan and levaquin. Concurrent conditions included nabothian cyst, uterine fibroid, dysfunctional uterine bleeding, bleeding breakthrough, endocervical metaplasia, leiomyoma of uterus, unspecified, paratubal cyst, type 2 diabetes mellitus, headache and morbid obesity. Concomitant products included ibuprofen from (B)(6) 2016 to (B)(6) 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 8 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), depression ("depression/ psych injury"), anxiety ("anxiety and mental anguish/ psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with ferrous sulfate and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, vaginal haemorrhage, abdominal pain, back pain and vaginal discharge had resolved, the menstrual disorder, migraine, depression, anxiety and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: surgical pathology report: cervix: squamous metaplasia, nabothian cysts. Uterus: inactive to weakly proliferative endometrium, leiomyomata. Fallopian tubes: benign fallopian tubes with paratubal cysts. Both the left and right cornu areas corresponding with the fallopian tube orifices, each contain very thin metal coiled wire (suggestive of a fallopian tube ligation device). Received treatment for pelvic pain, abdominal pain, menorrhagia, psych injury, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2006: minimally dilated proximal mid ureter, may be on the basis of recently passed calculi. Bilateral renal calculi and three 3 mm calculi in the bladder. No evidence of ureteral obstruction.. Ultrasound pelvis: on (B)(6) 2016: fibroid uterus. The fibroids are larger than seen previously. Nabothian cysts within the cervix.; on (B)(6) 2016: ultrasound shows 12cm uterus. Several 4-5 cm fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, anemia, menorrhagia, pelvic pain, vaginal bleeding". Lot number:508837; manufacturing date: 2005-09; expiration date:2007-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dyspareunia on (B)(6) 2006, anguish, depression, kidney stones, fever, left lower quadrant pain, anemia, hypertension, arthritis, muscle spasm and hyperlipidemia. Previously administered products included for uti: phenergan and levaquin. Concurrent conditions included nabothian cyst, uterine fibroid, dysfunctional uterine bleeding, bleeding breakthrough, endocervical metaplasia, leiomyoma of uterus, unspecified, paratubal cyst, type 2 diabetes mellitus, headache and morbid obesity. Concomitant products included ibuprofen from (B)(6) 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 8 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), depression ("depression/ psych injury"), anxiety ("anxiety and mental anguish/ psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with ferrous sulfate and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, vaginal haemorrhage, abdominal pain, back pain and vaginal discharge had resolved, the menstrual disorder, migraine, depression, anxiety and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: surgical pathology report: cervix: squamous metaplasia, nabothian cysts. Uterus: inactive to weakly proliferative endometrium, leiomyomata. Fallopian tubes: benign fallopian tubes with paratubal cysts. Both the left and right cornu areas corresponding with the fallopian tube orifices, each contain very thin metal coiled wire (suggestive of a fallopian tube ligation device). Received treatment for pelvic pain, abdominal pain, menorrhagia, psych injury, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: minimally dilated proximal mid ureter, may be on the basis of recently passed calculi. Bilateral renal calculi and three 3 mm calculi in the bladder. No evidence of ureteral obstruction.. Ultrasound pelvis - on (B)(6) 2016: fibroid uterus. The fibroids are larger than seen previously. Nabothian cysts within the cervix; on (B)(6) 2016: ultrasound shows 12cm uterus. Several 4-5 cm fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, anemia, menorrhagia, pelvic pain, vaginal bleeding". This lot 508837 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dyspareunia on (B)(6) 2006, anguish, depression, kidney stones, fever, left lower quadrant pain and anemia. Previously administered products included for uti: phenergan and levaquin. Concurrent conditions included nabothian cyst, uterine fibroid, dysfunctional uterine bleeding, bleeding breakthrough, endocervical metaplasia, leiomyoma of uterus, unspecified, paratubal cyst, type 2 diabetes mellitus, headache and morbid obesity. Concomitant products included ibuprofen from (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 8 days after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("anxiety and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ferrous sulfate and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and dyspareunia was resolving and the menstrual disorder, urinary tract infection, vaginal haemorrhage, migraine, depression, anxiety and female sexual dysfunction outcome was unknown. The reporter considered anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: surgical pathology report: cervix: squamous metaplasia, nabothian cysts. Uterus: inactive to weakly proliferative endometrium, leiomyomata. Fallopian tubes: benign fallopian tubes with paratubal cysts. Both the left and right cornu areas corresponding with the fallopian tube orifices, each contain very thin metal coiled wire (suggestive of a fallopian tube ligation device). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2006: minimally dilated proximal mid ureter, may be on the basis of recently passed calculi. Bilateral renal calculi and three 3 mm calculi in the bladder. No evidence of ureteral obstruction.. Ultrasound pelvis - on (B)(6) 2016: fibroid uterus. The fibroids are larger than seen previously. Nabothian cysts within the cervix.; on (B)(6) 2016: ultrasound shows 12cm uterus. Several 4-5 cm fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, anemia, menorrhagia, pelvic pain, vaginal bleeding". Most recent follow-up information incorporated above includes: on 27-aug-2019: plaintiff fact sheet and medical record received. Events ¿abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: urinary (previously reported as infection), migraines/headaches, depression, anxiety and mental anguish, dyspareunia (painful sexual intercourse), apareunia (inability to have sexual intercourse) and plaintiff did not undergo confirmation test were added. Reporter, demographics, historical conditions, historical medications, concurrent conditions, lab data, essure lot number, essure removal date were added, treatment/concomitant medication were added. Events "pelvic pain, abnormal bleeding, dyspareunia" outcome were updated to recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure (ess205) (batch no. 508837-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included dyspareunia on (B)(6)2006, anguish, depression, kidney stones, fever, left lower quadrant pain and anemia. Previously administered products included for uti: phenergan and levaquin. Concurrent conditions included nabothian cyst, uterine fibroid, dysfunctional uterine bleeding, bleeding breakthrough, endocervical metaplasia, leiomyoma of uterus, unspecified, paratubal cyst, type 2 diabetes mellitus, headache and morbid obesity. Concomitant products included ibuprofen from (B)(6)2016 to (B)(6)2016. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 8 days after insertion of essure (ess205). On (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines/headaches"), depression ("depression/ psych injury"), anxiety ("anxiety and mental anguish/ psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with ferrous sulfate and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain and vaginal discharge had resolved, the menstrual disorder, urinary tract infection, vaginal haemorrhage, migraine, depression, anxiety and female sexual dysfunction outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: surgical pathology report: cervix: squamous metaplasia, nabothian cysts. Uterus: inactive to weakly proliferative endometrium, leiomyomata. Fallopian tubes: benign fallopian tubes with paratubal cysts. Both the left and right cornu areas corresponding with the fallopian tube orifices, each contain very thin metal coiled wire (suggestive of a fallopian tube ligation device). Received treatment for pelvic pain, abdominal pain, menorrhagia, psych injury, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2006: minimally dilated proximal mid ureter, may be on the basis of recently passed calculi. Bilateral renal calculi and three 3 mm calculi in the bladder. No evidence of ureteral obstruction.. Ultrasound pelvis - on (B)(6)2016: fibroid uterus. The fibroids are larger than seen previously. Nabothian cysts within the cervix.; on (B)(6)2016: ultrasound shows 12cm uterus. Several 4-5 cm fibroids. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, anemia, menorrhagia, pelvic pain, vaginal bleeding". Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events abdominal pain, back pain, vaginal discharge were added. Updated outcome of event pelvic pain, abdominal pain, menorrhagia, back pain, vaginal discharge to recovered/resolved. Reporter was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.